Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level did not exceed 500 mg/dl; the last recorded value was 120 mg/dl, indicating no adverse impact. Customer was assisted with reset information but the malfunction code persisted. Customer reverted to using an alternate method of insulin therapy.